Event description:
A dr had inserted the catheter into the puncta and began inflation. The balloon leaked-tt was discovered there was a hole in the balloon end. The doctor used spare catheter from same box and lot, procedure went without further problems. No patient complications were reported. The part number of the kit is dcp315-unit, lot 25057. The part number of the device that allegedly failed is ldc315, from lot 24630.08z. The MDR will be filed on the ldc315 code.